Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with grooves in the extension of the cannula. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR, maintenance record, and quality notification records were analyzed and no deviation was found for this batch. The manufacturing process are validated with defined acceptance criteria. No samples nor pictures were sent by the customer so it was not possible to perform a complete investigation and determine the root cause for the defect. From the available information, it is not possible confirm the complaint. The defect identified according complaint by this complaint will be monitored to tendency analysis.

Event description:
It was reported with the use of the bd precisionglide needle there was an issue with grooves in the extension of the cannula. There was no report of injury or medical intervention.